Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking from the infusion site (abdomen), the pod's cannula was found bent. As treatment a new pod was applied. The patient's blood glucose and insulin history are as follows: time bg(mg/dl) cho(g) bolus(u) 1:41pm 272 ; 12:56pm 154 ; 10:01pm 341; 11:01pm 270; 3:24am 178.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.